Event description:
A report was received that during a trial procedure, the physician punctured the dura while trying to insert the lead. The pt received a blood patch and was only implanted with one lead. The pt symptom included pain on the left side.

Manufacturer narrative:
The explanted lead was not returned to bsn as it was kept by the medical facility. This is the final report.